Manufacturer narrative:
Two screws out of the complained screw disc were returned. The reported event could be confirmed: the screws are damaged/broken. The returned screws show either chips or traces resulting from high axial forces during inserting the blade and there are torsional traces visible, because the blade has not been fully inserted and turned (jumped over). The traces are visible in both directions (turn in and turn out). Both screws have damages and show strong signs of abrasion on their flanks of the threads. No indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported that a screw broke during a cranial, maxilla, mandible fracture surgery. The surgery was completed successfully without delay as another screw was available to the customer.

Event description:
It was reported that a screw broke during a cranial, maxilla, mandible fracture surgery. The surgery was completed successfully without delay as another screw was available to the customer.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.